Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of "low"; specific value not provided. Cause of bg was unknown. Customer drank apple juice to address bg. Customer alleged the control iq software did not function as intended, however upon review it was found that the customer had the control iq feature turned off and the control iq feature was working as intended.